Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and excessive vault was noted (acd 2.86). The lens was exchanged for a longer lens on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4). Lens was thrown away.

Manufacturer narrative:
The date received by manufacturer for the previous follow-up was incorrect. The correct date is (B)(4) 2017.

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(6). (Other): lens not returned. Claim # (B)(4): lens not returned.